Event description:
It was reported via journal article that device embolization occurred. Preoperative contrast-enhanced computed tomography (CT) showed chicken-wing left atrial appendage (laa), and the ostium diameter was 31mm. A laa closure procedure was performed, and a 35mm watchman flx closure device was implanted. After the procedure, CT revealed the dislodgement of the closure device as it had embolized into the aortic arc. A non-boston scientific sheath and retrieval system was used to percutaneously retrieve the closure device successfully. No further interventions or patient complications were reported.

Manufacturer narrative:
B2: bsc aware date used for event date as it is unknown. D6a: bsc aware date used for implant date as it is unknown. D6b: bsc aware date used for explant date as it is unknown. Literature citation incomplete/unknown.

Manufacturer narrative:
H2: correction - this complaint was confirmed to be a duplicate of emdr report number 2013265-2022-00153. This report will closed as a duplicate. H6: impact code updated from additional device required to no health consequences or impact. H6: device code updated from device dislodged or dislocated to adverse event without identified device or use problem. H10: duplicate emdr report number added.

Event description:
It was reported via journal article that device embolization occurred. Preoperative contrast-enhanced computed tomography (CT) showed chicken-wing left atrial appendage (laa), and the ostium diameter was 31mm. A laa closure procedure was performed, and a 35mm watchman flx closure device was implanted. After the procedure, CT revealed the dislodgement of the closure device as it had embolized into the aortic arc. A non-boston scientific sheath and retrieval system was used to percutaneously retrieve the closure device successfully. No further interventions or patient complications were reported.